Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experience high blood glucose because insulin pump was not delivering insulin and when customer tried to set up a new set and reservoir then prime issue happened. Customer¿s blood glucose level was 478 mg/dl. Customer stated that the insulin was squiring out during manual prime process. The insulin was continuously dripping after motor stop in manual prime process. Customer stated that they are stuck in complete rewind or bolus delivery loop. Customer mentioned that they neither received second series of beeps nor numbers appear on the screen. Customer declined troubleshooting for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but prime/fill anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk.